Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1894 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after unpacking, there was no black graduations between scale 38 and 41 of the catheter. No other information was provided.

Event description:
It was reported that after unpacking, there was no black graduations between scale 38 and 41 of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of missing depth markers is confirmed and was determined to be manufacturing related. One photograph of a groshong clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed the ink of the depth markers was missing on a relatively large portion of the catheter. The line markings near what appeared to be the 50 cm depth marker were observed to taper and end abruptly and then resume about 10 cm distal with a small portion of a round depth marker. The missing depth markers were most likely due to a misprint during the manufacturing process. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.